Event description:
Additional information was provided. It was reported that the delivery wire was fully loaded into the catheter. The full length of the coil was not advanced out of the catheter; approximately a quarter to a half of the coil was out of the catheter. The physician was attempting to get the coil to curl instead of the coil extending into an adjacent vessel branch. As reported, it is possible the delivery wire was manipulated in alternating clockwise/counterclockwise motions while the physician was trying get the coil to take shape.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a retracta detachable embolization coil detached prematurely. The device was required for an endoleak related to a previously placed competitor's graft targeting the false lumen of thoracic aortic dissection. During the procedure, the coil was advanced through the catheter of another manufacturer and repositioned "a couple of times". However, the coil prematurely detached from the delivery wire within the catheter. A portion of the coil exited the distal tip of the catheter. The catheter was then removed from the sheath, and the procedure was successfully completed with another like device. Four other cook retracta coils, not including the complaint device, were used during the procedure. The catheter was flushed before each coil deployment. No torque device was used during deployment. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation on (B)(6)2023, it was reported that while the user was attempting to reposition the retracta detachable embolization coil, it became detached while still inside of the catheter. A portion of the coil exited the distal tip of the catheter. The catheter was then removed from the sheath, and the procedure was successfully completed with another like device. There were no adverse effects reported to the patient due to this occurrence. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used device was received for evaluation. Upon a visual examination, it was confirmed that the coil was no longer attached to the delivery wire. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify the failure mode prior to distribution. A review of the device history record (DHR) for the device lot found no relevant nonconformances that could have contributed to the reported failure. It should be noted that there were no other complaints associated with the final product lot number. Cook was also able to review product labeling. The current instructions for use [t_mwcer_rev6] state the following: "under fluoroscopic visualization, slowly advance the delivery wire until the entire length of coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it. Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length." Evidence provided upon review of the dmr, IFU, and DHR suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible that while the coil was being advanced, the delivery wire was unintentionally turned allowing the coil to detach, but this could not be definitively confirmed. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.